Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The event resolved and the patient was discharged on (B)(6) 2011. In the opinion of the physician, the event was considered severe in intensity, not related to the study drug, related to the study device, and possibly related to the study procedure. No additional information was provided. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. There was no reported product deficiency. Restenosis is a known adverse event as listed in the promus instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2010, due to a positive stress test, the patient underwent the index procedure with the deployment of one 3.0 x 28 mm promus to the proximal left anterior descending artery (lad) and another 3.0 x 28 mm promus to the mid lad. Residual stenosis was 0% in the proximal lad and 3% in the mid lad with timi 3 flow. On (B)(6) 2010, the patient was started on aspirin 325 mg dosing. On (B)(6) 2010, the patient received study clopidogrel 75 mg dosing. On (B)(6) 2010, the patient was discharged. On (B)(6) 2011, a stress mibi test revealed inferior and apex, lateral and basilar scar with no ischemia. On (B)(6) 2011, the patient was hospitalized with a diagnosis of in-stent restenosis. Coronary angiography on (B)(6) 2011 revealed a patent stent in the proximal lad. There was a 95% in-stent restenosis in the mid lad. There was a 60-70% ostial lesion at the first diagonal branch of the lad, a 50% mid vessel lesion in the right coronary artery, a 30- 40% lesion of the posterolateral branch, and the posterior descending artery had luminal irregularities. Cardiac enzymes on (B)(6) 2011 revealed a cpk of 45 (units and normal range not provided and myocardial infarction was not diagnosed), a ck-mb of 2.2 (units and normal range not provided), a troponin of < 0.01 (units and normal range not provided). Clopidogrel was stopped on (B)(6) 2011 and aspirin was started on (B)(6) 2011. On (B)(6) 2011, coronary artery bypass graft surgery (CABG) was performed times two with a lima graft to the lad, and a saphenous vein graft to the posterior descending artery. Aspirin and clopidogrel were restarted on (B)(6) 2011.